Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and multiple marks of wear, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Without an analysis of the remaining lead fragment, the root cause of the observed behavior cannot be determined. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.